Manufacturer narrative:
(B)(4) .patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device was unable to get glucose values. Data was provided for evaluation. The confirmation of the complaint is confirmed. A probable cause could not be determined. No additional event or patient information is available.